Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose did not come down. Customer's blood glucose level was 256 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that drive support cap appears normal. Customer stated that insulin pump's settings was accurate. Customer declined the further troubleshooting. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, down and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device under delivery anomaly due to buttons not responding.